Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while clipping the tissue or vessels during an open thyroidectomy, the device jammed and was defective. There were two devices reported with the same issue. Another device was used to complete the case. There was no patient injury.